Manufacturer narrative:
Insulin pump passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump received with reservoir tube lip completely broken off noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed. The product will be returned for analysis.